Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5.

Event description:
The customer reported via phone call that they were hospitalized on 08/13/2015 for high blood glucose. Customer's blood glucose was 404 mg/dl at the time of admission. The cause of the customer's hospitalization was from diabetic ketoacidosis. The customer was treated and released on 08/14/2015. It was also found the customer's insulin pump was vibrating and beeping. The customer reported receiving a finish loading alarm. The customer was assisted with clearing the alarm. The insulin pump will not be returned for analysis.